Event description:
During preventative maintenance of the device, the user reported the centrifugal system failed to display the flow readings. No other details regarding the nature of this event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.